Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call of her son's high blood glucose levels. The mother states that her son forgot to change the set, and was running high. The customer's blood glucose level at the time of incident was 495mg/dl. The mother declined to troubleshoot for high blood glucose. Nothing is being replaced or returned at this time.